Manufacturer narrative:
Low battery alarm and power error 25 confirmed in the long trace. Detail trace analysis confirmed the device alarmed low battery and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board. Device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had power lost every few days. The customer¿s blood glucose level was 5.8 mmol/l. Customer stated that the insulin pump did not receive low battery alarm before alarm. The reservoir will be returned for analysis.